Event description:
On (B)(6) 2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced a cracked and distorted screen while the device was in a pocket. The user also noted reduced battery performance but was still able to operate the device. A replacement ilet was arranged, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.